Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen unreadable issue was verified; however, the alleged touchscreen cracked issue was not verified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and a replacement pump was sent.